Event description:
Boston scientific received information that this patient with a pacemaker experienced a syncopal episode for a couple of minutes. The medical personnel was questioning why the patient did not receive a shock. Boston scientific technical services (ts) discussed that this is a pacemaker and not capable of delivering therapy. Ts suggested that a full device check be completed. The medical personnel was going to make sure the patient was stable before completing the device check.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.